Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for staphylococcus coagulase negative(1 cfu / 100 ml), but the testing result cleared (B)(6) guideline. The manufacturing record of the subject device was reviewed without irregularity related to this event the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for following bacteria. The biopsy channel: unspecified bacteria (1 cfu/100 ml), the aspiration channel: no microbial growth, the air/water channel: staphylococcus aureus (11 cfu/100 ml), the subject device had been disinfected using olympus automated endoscope reprocessor(aer) model etd3 (not available in the u.s.a) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".